Event description:
It was reported that the user experienced a high reading during a meal announcement when the ilet generated an insulin occlusion alert and delivery paused, after which tubing was tested and delivery was resumed. The user was using a steel contact detach infusion set with 23-inch tubing and later changed the infusion set due to persistent elevated glucose, with glucose subsequently trending down. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue related to the user not understanding that an occlusion has occurred and that troubleshooting needed to be performed. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.